Event description:
It was reported that the rota burr got stuck with the rota wire. The 75% stenosed target lesion was located in the proximal left anterior descending artery. A 1.75mm rotapro and rota wire were selected for use. During the procedure, the rota burr got stuck with the rota wire. The rota burr was removed together with the rota wire. The procedure was completed using another of the same device. There were no patient complications.